Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, from three months post implant, the patient experienced malignant premature ventricular contractions (pvcs), irregular p-r intervals on presenting electrogram (egm),  bigeminy pvcs, a slight increase in heart rate in setting of decreased activity, chest pain, "jumping," and their, "chest and arms coming off the bed," at regular intervals. It was also reported that there was unsuccessful atrial capture management (acm) on the ipg. It was further reported that the right atrial (ra) lead had small p-waves, with an atrial lead position check (alpc) failure. Finally, it was reported that the r-wave is gradually getting smaller. The ipg system remains in use. No further patient complications have been reported as a result of this event.